Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient started to have recharging issues after the battery was accidentally turned off (unknown whether the battery was depleted/overdischarged or simply turned off using the patient programmer(pp)). It was also unknown whether this patient already experienced recharging issues prior to the battery turning off. The patient uses a wireless recharger (wr). The patient still feels stimulation and are able to interrogate the implantable neurostimulator (ins) using the pp. It is unknown when the patient last recharged their battery. There has been no trauma or accidently recently but their caretaker changed. The hcp suggested that maybe the previous caretaker knew how to charge the battery or 'found a way' to charge easily, though they are not certain this was the case. It is unknown if there were any error codes/messages seen and unknown what the coupling efficiency during recharging is. The hcp will check the position of the ins, for error messages, and the coupling efficiency the next time the patient goes to the clinic. No patient symptoms were reported. Additional information was received reporting that the previous ins was an activa pc. It is unknown if the same pocket was used but the hcp will find out and maybe the patient will have surgery to correct this.